Event description:
Home pt reports leak in pt line tubing of homechoice set resulting in a system error alarm. Hp noted she ended treatment at time of alarm and was treated the next day with prophylactic antibiotics at unit, as an outpatient. No resulting injury or medical intervention required per rn.